Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the device was in good condition. Service history review identified this device has not been in for service previously. Review of the event history log found the backup audible alarm post. Functional testing found the backup audible alarm post error occurred at power up. The investigation determined that the cause of the issue was that the main printed circuit board (pcb) does not operate as intended. The pcb was replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had audible alarm b2026994. This issue is not related to physical damage/abuse. Event occurred during testing. There was no delay of therapy since it occurred during testing. There was no patient involvement and no patient harm/adverse event reported.